Manufacturer narrative:
(B)(4). This lot was manufactured between november 6, 2013 to november 7, 2013. The sample was not returned for evaluation, therefore the reported condition could not be verified and the cause could not be identified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor burst during filling of an unknown solution. There was no patient involvement. Additional information was requested and is not available.